Manufacturer narrative:
Upon further discussion with complainant, only six failures have occurred. Therefore, this file will be voided.

Event description:
Patient's mother reported that her son's button is leaking. She states he has had 10 of these buttons and 8 of them have had this same leakage issue. Patient's mother was informed of possible causes for the button leak could be, and advised them to decompress the belly and flush often. No patient injury reported. This file is for the eighth of the eight leaks reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Patient's mother reported that her son's button is leaking. She states he has had 10 of these buttons and 8 of them have had this same leakage issue. Patient's mother was informed of possible causes for the button leak could be, and advised them to decompress the belly and flush often. No patient injury reported. This file is for the eighth of the eight leaks reported.